Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review shows no abnormality which can contribute to the reported event. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with rainbow glare and interface haze one month post lasik treatment. The surgeon additionally reports that the patient is currently overcorrected but myopia is slowly regressing. The topical steroids have been continued. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.